Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and bupivacaine (unknown concentration and dose) via an implantable pump for non-malignant pain and lumbar radiculopathy. The date of the event was beginning of (B)(6) 2016. It was reported the patient could not ¿void¿ and it was unknown if this was related to the pump. The patient was going into the hospital for another problem not associated with the pump. Compatibility guidelines were requested regarding magnetic resonance imaging if the patient needed one and it was not related to a problem with the device or therapy. The cause of the event, interventions, diagnostics, and outcome were not reported; additional information has been requested, but was not available as of the date of this report.